Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2023-04099. It was reported the patient's lead fractured and the other one migrated. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken wherein the leads were explanted. Therapy was not restored, patient aspirated on table and case was immediately aborted.